Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and was able to recover the door and requested the cancellation of the work order. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the tower door failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication as they got the medication from another station. However, there were no adverse events or injuries reported due to this event.